Event description:
Reportedly, during the implantation of the pacing system, the physician tried several positions for the atrial lead but the threshold was always elevated. When the connected the lead to the subject pacemaker, he observed that the pacemaker was not functioning properly. The pacemaker was then interrogated but stopped working; which was probably due to the unipolar configuration. The physician decided to replace both the atrial lead and the pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation of the pacing system, the physician tried several positions for the atrial lead but the threshold was always elevated. When the connected the lead to the subject pacemaker, he observed that the pacemaker was not functioning properly. The pacemaker was then interrogated but stopped working; which was probably due to the unipolar configuration. The physician decided to replace both the atrial lead and the pacemaker.